Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis, calcification and vessel tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis, calcification and vessel tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).

Event description:
Physician was attempting to use one endeavor resolute drug-eluting stent (2.25 x 30mm) to treat a calcified lesion in the lcx with 80% stenosis and vessel tortuosity but the device could not pass. The patient is good. No clinical sequelae were reported. Evaluation summary: device was returned for evaluation. The distal tip was flared indicating that it was stubbed on advancement towards the target lesion. Multiple struts from the 1st proximal stent segment were raised and deformed. There was slight misalignment of struts between multiple more distal stent segments. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).